Manufacturer narrative:
The reported event of a leak could not be confirmed. The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During the proximal atrial fibrillation procedure, a blood leak was observed from the hemostasis valve of the sheath. After placing the sheath into the patient, but prior to inserting any catheters into the sheath, blood was observed leaking from the hemostasis valve of the sheath. The sheath set was replaced and the procedure was completed with no adverse consequences to the patient.